Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock during a pre-shift check of the device. The device's service led came on. During device evaluation, physio observed that the device had logged an event code into its memory. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. Physio-control evaluated the device but could not reproduce the reported issue. The device's electronic patient record and key log file were evaluated. From these files, it was observed that the device illuminated its service led after the first charge event and did not deliver a shock after the shock button was pressed the first time. From previous investigations it is known that a high resistance of the shock button on the main key pad is the likely cause of the intermittent issue. Physio replaced the main keypad assembly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.